Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia up to 350 mg/dl for approximately three hours with device alerts, followed by prolonged hypoglycemia down to 45 mg/dl for over one hour despite ingestion of five glucose tablets; the event occurred on the first day of device use and the patient also administered 10 units of subcutaneous rapid-acting insulin by pen without disconnecting from the device. Symptoms included grogginess during the low glucose episode. Outcomes included self-management without outside assistance, no professional medical intervention, and no hospitalization. Investigation included complaint handling with troubleshooting and education by customer care and clinical support. Investigation of this case revealed inappropriate concurrent external insulin dosing while connected to the automated insulin delivery system and an inadvertent meal announcement when not eating. It was concluded that user-related factors, including external insulin administration and non-meal announcement, contributed to the reported hyperglycemia and subsequent hypoglycemia.